Manufacturer narrative:
Film evaluation summary: the reported trigger issue could not be confirmed from the pre-implant films available, therefore, the cause of the event could not be determined. Procedural angiograms showing the deployment of the limb and re oval attempts were not available for a thorough assessment of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair using the stent graft etlw1616c156ee endur ii limb, the trigger got stuck when trying to close the device, and the trigger did not pull back fully. The patient was treated for a 60mm abdominal aortic aneurysm, and the procedure was completed with all grafts deployed, excluding the aneurysm. The surgeon wound the device back up to close it and remove it from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary the stent graft had been deployed prior to receipt of the device and was not received for analysis. The external slider was in the home position on receipt of the device. Kinks were evident to the graft cover. The external slider rotated smoothly and the graft cover advanced and retracted as normal during rotation. When attempting to engage or disengage the trigger the trigger felt stiff, and stuck in place when released. Graft cover graft advanced and retracted as normal when trigger was engaged. No other deformation evident to the remainder of the device. In order to support root cause determination additional analysis was performed with an r<(><<)>(><(>&<)><(><<)>)>d sme. The external slider was disassembled and the spring was measured. The reported removal difficulties could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.